Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered from tinnitus before implantation, which improved following implantation. However, since (B)(6) 2015, after 2 years of successful implant use, patient reported distorted sound quality and intermittent 'zaps' or shocks from the audio processor. The patient suffered a fall in (B)(6) 2014 but this was not thought to have affected the head. All external equipment swapped with no change. The patient removes his processor several times a day. In situ device testing showed normal results. CT scan in (B)(6) 2015 confirmed full insertion and no change to position of implant or electrode array. Clinic and patient are considering revision surgery as multiple programming attempts have been made.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, the reason for the decrease in performance can not be determined. There is no explanation for the distortion and non-auditory percepts at this time. In situ measurements are pointing to a well functioning device and no medical reason which could explain the reported lack of benefit.

Event description:
Since (B)(6) 2015, after 2 years of successful implant use, the patient reported distorted sound quality and intermittent 'zaps' or shocks from the audio processor.